Event description:
Unomedical reference number (B)(4).event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced infusion set cannula was bent, which cause the patient blood glucose elevated to 400 mg/dl. The patient was in hospital felling tired/weak and received insulin and the reason for hospitalization was due to high blood glucose levels. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.